Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. As the device was not returned, an inspection could not be performed. As the device was not returned, an evaluation could not be performed. As medical records were not provided, a review could not be performed. No medical images have been made available to the manufacturer. Neither the device nor images were returned. Medical records were not provided. The investigation is inconclusive for filter tilt and migration of the device. Based upon the available information, the definitive root cause for this event is unknown. Warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: filter malposition. Filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post filter deployment; allegedly, the filter was identified to be upside down and migrated from initial location of the filter deployment. Per consult with physician, no attempt was made to retrieve the filter. The location of the current filter location was not provided. No additional medical or patient pertinent information was provided detailing these events. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: medical records received. Based on a review of the medical records provided: a vena cava filter was indicated for a history of dvt and pe. Access was gained into the right common femoral vein, and a guidewire was advanced without difficulty. An inferior venacavogram identified the renal takeoffs and a patent ivc. The filter was successfully deployed in the infrarenal ivc. The patient tolerated the procedure well without difficulty and was hemodynamically stable at the conclusion of the procedure. Conclusion: neither the device nor images were received. Medical records were provided. The medical records state the filter was deployed successfully in an infrarenal position. No other pertinent patient or medical information was provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that after an unknown amount of time post filter deployment, the filter was tilted and embedded in the ivc wall. The patient status was not provided. Based on medical records received from the patient, it was identified that a vena cava filter was successfully deployed in the infrarenal ivc without incident for a history of dvt and pe. The patient was hemodynamically stable at the conclusion of the procedure. No additional medical records were received for this patient.